Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient met with the manufacturing representative and had adjustments on (B)(4) 2013. After the adjustments until the day prior to the report, the patient was getting good therapy and pain relief. It was noted that on the day prior to the report, the patient suddenly started feeling shooting pain from the implantable neurostimulator (ins) down her leg. The reporter noted that the patient was in severe pain and was not getting therapeutic benefit from the device. It was noted that the patient felt pain similar to before her implant. The patient could feel stimulation go down her legs and could not feel stimulation in the back or the buttocks. No falls or traumas were reported. The reporter noted that on the day prior to the report, the patient spent more time on her feet than usual. The patient tried to increase the stimulation and that did not help. When the patient increased the stimulation, she was more sore. It was noted that the patient said she had loose bones in her spine and vertebras and was wondering if something shifted. It was noted that the patient¿s oral pain medications were not helping with the pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4) product type: programmer, patient. (B)(4).